Manufacturer narrative:
Upon inspection of 15 of the devices it was determined the devices experienced an inability to engage in the fastener, which is not reportable.

Event description:
This report summarizes 6 malfunction events, where it was reported the cot falsely engages in fastener or the cot unexpectedly disengages from fastener. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 6 devices were functionally/visually inspected in the field. These devices were repaired and returned to use. 15 devices are pending investigation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 21 malfunction events, where it was reported the cot falsely engages in fastener or the cot unexpectedly disengages from fastener. There was no patient involvement.